Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reporting the cause of receiving no csf during a contrast study was not determined.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4), implanted: (B)(6)2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 20 mg/ml at 1.658 mg/day and bupivacaine 20 mg/ml at 1.658 mg/day via an implantable pump for non-malignant pain. It was reported that the patient experienced increased low back pain since (B)(6) with it worsening on (B)(6)2017. A catheter access port (cap) contrast study performed on (B)(6)2017 resulted in no cerebrospinal fluid (csf). The entire system was explanted and replaced. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. The event was considered ongoing and no further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 2017-12-08, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced a loss of therapeutic effect/lack of symptom relief from 2016-2017. The patient also experienced an allergy to baclofen, and per the patient the pump was replaced because of that [please note this is conflicting with the previous report that the system was replaced due to the increased low back pain and lack of csf from the cap]. It was stated that during that system replacement on (B)(6) 2017 it was discovered that the catheter was kinked, so the catheter was also replaced. It was stated that the kinked catheter explained why the patient had been experiencing a lack of symptom relief from 2016-2017. It was also stated that the patient's hcp told the patient that if the catheter would have become un-kinked in their body, they could have died. Replacement of the pump and catheter resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome of the event was unresolved with no further actions planned. No further complications were reported/anticipated.